Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage and needle retraction failure. The following information was provided by the initial reporter: consumer reported when pressing the plunger, it went half way and then the plunger stopped and the needle did not retract. Stated he didn't get his full dose of medication and could not finish the injection due to this. Stated he tried to pull the plunger back and then the medication started leaking out onto his hand. Stated this happened one other time in june. Lot # 7271521, cat # 305270 , date of event: (B)(6) 2020.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage and needle retraction failure. The following information was provided by the initial reporter: consumer reported when pressing the plunger, it went half way and then the plunger stopped and the needle did not retract. Stated he didn't get his full dose of medication and could not finish the injection due to this. Stated he tried to pull the plunger back and then the medication started leaking out onto his hand. Stated this happened one other time in june. Lot # 7271521, cat # 305270 , date of event: (B)(6) 2020.